Event description:
The customer called and reported his blood glucose went low down to 33 mg/dl, after he changed his set 4 hours before. The paramedics were called and gave him dextrose to increase blood glucose. Customer refused to go to the hospital. At the time of this report, customer's blood glucose was 110 mg/dl. Customer treated with food and glucose tablets. Troubleshooting was performed. The customer stated he had been using a dual wave bolus over the weekend and had been exercising more than usual, both of which could contribute to low blood glucose. The reservoir showed the same amount of insulin as was shown on the status screen. The displacement test was performed and passed. The settings were verified to be correct. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.